Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The intake information required to enable further investigation, such as the kit¿s lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6)2023 and (B)(6)2023. This MFR. Report addresses patient one (1) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6)2023 which generated a negative result. The customer reported that the ID now sample was placed into viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: b5 this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6)2023 and (B)(6)2023. This MFR. Report addresses patient one (1) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6)2023 which generated a negative result. The customer reported that the ID now sample was placed into viral transport medium (vtm) prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported two (2) confirmed false positive results with the ID now covid-19 2.0 test kit for two patients performed on (B)(6) 2023. This MFR. Report addresses patient one (1) of two (2). The customer reported that they questioned the initial positive results; therefore confirmation testing (platform - bdmax) was performed on (B)(6) 2023 which generated a negative result. No additional patient information, including treatment and outcome, was provided.